Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated device and infrarenal aortic extension. On (B)(6) 2016, a follow up computed tomography showed potential weak spots in the pre-existing grafts. The physician took preventative steps and elected to implant an additional bifurcated device to reline the existing stent. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3b endoleak. Additionally there was evidence to reasonably support the following observations; type 3b endoleak may have occurred at implant or two months post implant. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; suboptimal placement of the proximal extension, potential over ballooning at initial implant, and unintended movement of the implanted devices.